Event description:
It was reported that during an unknown procedure, the device fired malformed clips. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. (B)(4)

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.